Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-jan-2023 . H6: investigation summary: our quality engineer inspected the 1 used sample submitted for evaluation. The reported issues of blowing veins and needle retraction failure were confirmed upon inspection of the sample. Analysis of the sample showed that the catheter had a broken cannula that was bending upwards. The cannula was further removed from the catheter. From the broken edge of the cannula, curved edges were observed. This suggested that material necking has taken place and likely to be caused by cannula being bent beyond the ultimate strength that the cannula can withstand. There is no process in the manufacturing that cause the cannula to break in this manner. Bd determined that the probable root cause of the failure was improper manipulation of the device or incorrect storage practices of the product. Since we are unable to confirm how the deice was used or transported, we were unable to determine a definitive root cause. H3 other text : see h10.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter needle would not retract during use despite pressing the safety button. The following information was provided by the initial reporter, translated from french: "when the kt was removed, the nurse realized that the needle had remained in place despite the activation of the safety system."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter needle would not retract during use despite pressing the safety button. The following information was provided by the initial reporter, translated from french: "when the kt was removed, the nurse realized that the needle had remained in place despite the activation of the safety system."